Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead had high thresholds and the patient experienced phrenic nerve/diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.